Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx2 bifurcated stent graft, an afx vela infrarenal, and two (2) afx vela suprarenal devices. This initial procedure was outside the indications of use due to off-label neck anatomy. Approximately ten (10) months post initial procedure, the patient presented with a type ia endoleak and aneurysm enlargement (unknown diameter) and an additional proximal extension was implanted on (B)(6) 2019 to resolve this event. This event was previously reported under MFR. Report # 2031527-2019-00018. Now, ten (10) months post secondary procedure, another type ia endoleak was detected per CT (computerized tomography) scan at routine follow-up. The patient is reportedly doing well and continues to be monitored. As of date, there have been no additional patient sequelae reported.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx2 bifurcated stent graft, an afx vela infrarenal, and two (2) afx vela suprarenal devices. This initial procedure was outside the indications of use due to off-label neck anatomy. Approximately ten (10) months post initial procedure, the patient presented with a type ia endoleak and aneurysm enlargement (unknown diameter) and an additional proximal extension was implanted on (B)(6) 2019 to resolve this event. This event was previously reported under MFR. Report # 2031527-2019-00018. Now, ten (10) months post secondary procedure, another type ia endoleak was detected per CT (computerized tomography) scan at routine follow-up. The patient is reportedly doing well and continues to be monitored. As of date, there have been no additional patient sequelae reported. Correction: the patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx2 bifurcated stent graft, an afx vela infrarenal, and an afx vela suprarenal. Reportedly, the index procedure was outside of the indications for use due to a short, highly angulated neck. Approximately thirteen (13) months post initial procedure, an afx vela suprarenal and a palmax (non-endologix) stent were implanted to treat a type 1a endoleak. This re-intervention was previously reported under 2031527-2019-00018. Approximately five (5) months post intervention, 15 coils were placed to treat another type 1a endoleak. The result was faint contrast reaching the sac which potentially could be coming from a type ii endoleak. This re-intervention was previously reported under MFR# 2031527-2019-00342. Approximately three (3) months post re-intervention, follow-up identified the endoleak persisted. Angiography was performed confirming the type 1a endoleak. An attempt to coil was unsuccessful as a catheter could not be placed behind the afx vela suprarenal. The lumbar were reported to be patent. The patient will continue to be monitored.

Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported persistent type ia endoleak and the type ii endoleak (lumbar) were confirmed. The event is most likely user related as the proximal anatomy was off label with a diameter of 13mm (should be 18-32mm) and the angulation was 64 degrees (should be less than or equal to 60). Procedure related harms could not be determined. The final patient status was reported as fine pending a follow up procedure. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted; therefore, no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply. Corrections: b5: describe event or problem ¿ updated h6: result code ¿ remove 3233 h6: conclusion code ¿ remove 11.